Event description:
Fever, knee swelling, c-reactive protein increased, red blood cell sedimentation increased. Patient with a history of osteoarthritis and no allergy to chicken or egg products received their first series of synvisc injections (dates unknown) to the left knee and experienced a minor flare reaction. Approximately 6 months after the first synvisc series, the patient received the first injection of their 2nd series (date unknown) to the left knee. The patient received their second injection of synvisc to their left knee. The following morning approximately 6 hours after the first injection, the patient developed a fever of 103f and their knee was extremely swollen. They were admitted to the hospital via the emergency room and was started on antibiotics and asprin. Lab values revealed c-reactive protein of 12 (normal less than 0.5), sed rate of 38 mm/hour (normal < 20), wbc 8000 / ul (within normal limits), polymorphonuclear leukocyte of 78% (normal 54-62%). The patient's knee was swollen but not red or hot to the touch. There was no aspirate drawn. Treatment during the hospitalization was not provided. The treating physician does not believe that the knee is infected. The treating physician also stated that the patient's high fever could be related to something else such as the flu. At the time of the physician's report, the patient was still hospitalized.